Event description:
The customer reported that their central station was not emitting any audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.